Event description:
Doctor drilled normally into acetabulum and inserted anchor. Twisted the locking mechanism approx. 8 times until it clicked and then brought locking mechanism back a quarter turn. When inserter was pulled out metal from the inserter was left inside anchor, confirmed with x-ray.

Manufacturer narrative:
The used device was not returned, the unused returned device was tested in the bioskills lab and functioned as intended. No problem found after evaluation.(B)(4)